Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and in reviewing the images, it was not possible to confirm any complication. It is not possible to confirm product failure regarding the reported allegations. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there is no issue reported with the attune product in our publication data. The one patient who has been revised was because of instability after a history of fall. Nowhere is the product at fault. Because of patient confidentiality, we would not be able to share any further details.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled, ¿clinico-radiological and functional results of the navigated gradius (gradually reducing radius) knee prosthesis at short to mid-term follow-up¿, by sharma m, dhanjani b, bashir j, anshu ak, published in indian j orthop. 2020 sep 27;55(suppl 1):62-68. Doi: 10.1007/s43465-020-00266-5. Pmid: 34122756; pmcid: pmc8149567, was reviewed. Authors sought to confirm the benefits of using computer-assisted navigation (brainlab) during primary total knee arthroplasties using the depuy attune ¿gradius¿ knee system, by way of a retrospective review of 120 attune knees over a 5 -year period. The authors found better functional and radiological results of ¿gradius¿ knee prosthesis using navigation as a tool. The following complications were identified: 3 -knees developed a flexion contracture of almost 8°¿10°, which did not improve with physiotherapy and persisted in long-term follow-up. This is attributed to the increased slope of the tibial component during implantation (per x-rays). Treatment not reported. 1 -superficial infection, treated with dressings and antibiotic suppression (not navigation pin-site related). 1 -case of asymptomatic deep vein thrombosis, despite prophylaxis. Treatment not reported. 12 -knees had crepitus during range of motion. Treatment not reported. 2 -patients had painful crepitus on knee flexion. Treatment not reported. 7 -patients reported anterior knee pain, despite the patella having been being replaced. All resurfaced patellas tracked well. None of the patients required any lateral release of the patella. No treatment was reported. 1 -patient has a history of fall 2 months after surgery and developed instability, which required revision to a constrained implant¿specifics for which were not provided. Aseptic loosening was not noticed in any of the patients on serial knee radiographs over the period of follow-up. The study did not provide data for each individual patient, nor product or lot code specific information. The cement manufacturer is not provided.